Event description:
A journal article was obtained on 12 february 2026 that reported a single centre retrospective study from spain. The purpose of the study was to compare outcomes and radiological results between cbc mathys stem and cls spotorno stem. All patients underwent total hip arthroplasty (tha) between 2010 and 2019 using the anterolateral watson jones approach in supine position. In combination with the cls spotorno stem placement a variety of acetabular components with utilized, including the following: 130 allofit, 2 durom, 5 muller and 35 exapansive cups. In the cbc mathys cohort, 171 allofit cups were used, and 1 continnuum. The study reviewed 344 cases total with 172 cases in each of the two cohorts. The cls spotorno cohort included 105 males and 61 females with an age range between 65-94. Follow-up was conducted at six, weeks, three months, six months, and 12 months postoperatively. Subsequently at 24 months and every three years a consultation was done. Specifically in the cls spotorno cohort the average follow-up was 64.77 (range: 30-92) months. The journal article reported in the cls spotorno cohort, 2 cases of chronic prosthetic infection occurred at an unknown timeframe and author indicated both cases had secondary radiological findings of cortical hypertrophy in guen zone 5 due to the infection. No additional information provided. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). A2. Age range between 65-94. D6a. Implant date between (B)(6) 2010 & (b) 2019. D10. Unknown cls sportorno stem item# unknown lot# unknown. Unknown metal head item# unknown lot# unknown. G2: foreign - event occurred in spain. Literature - bazan, p., torres, d., gomez-alvarez, j., villarreal, g., san-julian, m., & lamo-espinosa, j. M.(2025). Cbc mathys and cls spotorno stems: similar in design, different in outcomes. A comparative study of clinical and radiological differences. Archives of orthopaedic and trauma surgery, volume 145 article number 353, pages 2-9. Https://doi.org/10.1007/s00402-025-05966-x the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.